Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported by the customer the screen went blank and the vent ceased working. There was no injury to the patient.

Manufacturer narrative:
The ventilator has been checked by a dispatched draeger service technician and no error was found. The log files provided to the manufacturer were incomplete and only contained limited information about the event. As a result, the root cause of the reported behavior could not be finally clarified. As a safety feature of the ventilator, the ventilator software analyses and verifies proper function of the device. If the software detected a failure the user will be alerted to this condition by an audible alarm according to iec 60601-1-8. In case of a reboot of the ventilation unit infinity vn500 the device would at maximum try 3 reboots within 40s. During this event the user would be alerted by the internal piezo speaker. In the event that the infinity vn500 ventilation unit stopped ventilating, audible alarms would be activated informing the user of the status of the device. The emergency-breathing valve would open allowing for spontaneous breathing; however, manual ventilation with an alternate device may be considered necessary.

Event description:
Please refer to the initial-report.